Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00396 and 3006705815-2022-00399. It was reported the patient was unable to place their scs system into MRI mode. Later, diagnostics discovered one of the lead is shifted causing impedance. As a result, surgical intervention may take place to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2022 wherein the entire system was explanted and replaced with a new system resolving the issue. Reportedly, patient has good coverage and is doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.